Event description:
It was reported that the patient experienced multiple occlusions with the mobi despite efforts to solve the issue, including using various infusion sets and site locations. There was no adverse impact to the customer's blood glucose level. After being advised to call technical support for further troubleshooting, the patient expressed readiness to switch to another pump, considering their high-risk pregnancy. Despite attempts to follow up through email and phone, the case was eventually closed without additional resolution information.